Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the doctor reported that the balloon cannot be inflated during function test. Defect was discovered prior to patient use during inspection/functionality testing.